Manufacturer narrative:
UDI: (B)(4). Complaint sample was not returned to codman therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.¿

Event description:
N/a.

Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. The position of the cam when valve was received was at setting 6. The valve was inspected a cut/tear was noted in the silicon housing near the distal connector. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak tested and failed leaked from the cut/tear in silicon housing. Reflux test was not possible due a damage silicon housing. The valve was dried. The valve was then pressure tested and passed the test. The root cause for the cut/torn silicone housing is due to user error. As noted in the IFU silicone has a low tear/cut resistance. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve stopped working after 3 attempts on a 3t MRI.

Manufacturer narrative:
Received new information and attempts are being made to obtain sample for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.